Event description:
The following has been reported: biomed reported: an lvp pump that had a defective sticker on the pump. Staff cleaned the av (actuator valve) pins and loading guide. Search the history log. Found pump problems on the following dates and times: (B)(6) at 14:11 and 14:09, (B)(6) 14:06,14:04,13;57 and 13:57. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. There was no substantial drag observed on the fva pins, and the device passed a mock infusion. The pump was opened up for an internal investigation and it was discovered one of the screw bosses of the pneumatic plate were broken. Additionally, the fva pins were observed to have some contamination starting to build up. The pins were cleaned and the pump passed a subsequent mock infusion.